Event description:
Neurosurgeon started to split tunneler sheath under skin and tunneler sheath broke off under skin. Surgeon re-scrubbed and remove distal end of tunneler sheath.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter and the evaluation of the sample received. Four (4) tunneler sheaths were received for evaluation and investigation. It could not be determined if any of the sheaths received was the actual unit, but some appeared to have been used. The visual inspection of the sheaths found sheath 1 to have the tabs broken off due to significant stretching of the tabs. A hole and indent marks were also found in the sheath at the break point, as if a suture had penetrated the sheath. Sheath 2 was unsplit and had no discrepancies. Sheath 3 was split evenly, but one tab been broken off; and sheath 4 was split and had no discrepancies. Sheaths 1 and 3 had tabs broken, but sheath 2 was due to extreme force being applied to separate tabs of the sheath body. Sheath 3 appeared to not have the tabs connected sufficiently. The directions for use (1306078, rev. A) states: "while holding catheter tip (1), withdraw sheath completely from puncture site prior to splitting to avoid sheath breaking off in patient (2) split sheath and peel away from catheter (3)." A warning is also included, stating "do no reinsert a partially or completely withdrawn needle as this can damage the sheath and break off in patient upon sheath removal." No determination can be made as to what may have occurred with this product at this time. We reviewed our device history record, and all manufacturing operations were found to be within specification. A review of the lot history found this to be the only complaint for the reported lot. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.